Event description:
Covidien endostitch needle broke in half. Half of needle stuck in device, other half stuck in pt. The portion that broke off in the pt was able to be removed from pt's abdomen without incident.